Manufacturer narrative:
Describe event or problem has been updated to accurately reflect "the customer reported that the catheter broke/tore just after the transition from the connection point to the catheter itself. The issue occurred before use, there was no patient involvement". In addition, (B)(4).

Event description:
The customer reported that the catheter broke/tore just after the transition from the connection point to the catheter itself. The issue occurred before use, there was no patient involvement.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The complaint report indicates that there is no sample in relation to this complaint. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). If a sample should be returned at a later date this complaint will be reopened and the investigation updated to reflect our findings. There is a photo that was provided for evaluation. Based on the review of the photo, the reported issue can be confirmed. However, upon investigation of the complaint, the catheter that is shown in the provided photo is not a 6fr paediatric silicone foley catheter as reported by the customer. A 6fr paediatric silicone foley catheter does not have print information on the white retainer ring attached to the ¿y¿ of the catheter. There was no catheter lot number provided by the customer to identify or confirm the size of the complaint unit. A request for further information was made to try and identify what size catheter the complaint unit was, and a request was made for the return of the complaint unit. It was stated that no additional information could be provided because the device was discarded. Even though the customer complaint is confirmed through the photo provided, the correct catheter size cannot be confirmed, nor appropriate corrective actions identified. At this time, there is not enough information, and a corrective and preventative action (CAPA) will not be initiated. A CAPA was deemed not necessary since the root cause of the reported event cannot be confirmed as no sample was returned. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the catheter broke/ tore just after the transition from the connection point to the catheter itself. There was no patient harm.